Event description:
It was reported the programmer does not work. Follow-up attempts for additional details were unsuccessful. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the initial report. The electrocardiogram (ECG) connector was found to be loose, the power supply had slight corrosion around the screw holes, the power cord door was damaged, and corrosion was found on the lower case.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.